Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported an error on the screen when booting up the system stating, ¿unable to connect please contact admin¿. The error would sit on the screen for about 30 seconds before going away and getting to the medtronic blue login screen. This issue was noted outside of a procedure, and there was no patient involvement.